Manufacturer narrative:
The hf 1000 filter set was discarded and not returned for analysis. The lot number is unk however; retained samples from lot numbers recently purchased by the customer will be analyzed. The machine involved in this event remained in use for 17 days following the event and was then inspected and found to be operating within spec. The other disposables used at the time of this event were discarded and not available for inspection.

Event description:
A pediatric pt had been receiving cvvhdf treatment for several days when she "coded". Chest compressions were performed and the pt's cardiac rhythm resumed. During the resuscitation, the pt fluid removal rate was decreased to 0 ml/min and treatment continued. Following resuscitation, treatment continued on the same machine with new filter sets for the next 17 days. The cause of the cardiac arrest is not known. The machine was inspected 17 days later and found to be operating within MFR's spec. The extracorporeal circuit and the dialysate and replacement solution were discarded and not available for analysis.